Event description:
Nt821731c - transducer fell off the drain when checking icps.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint # (B)(4). Sterile date of product: 09 jun 2024. Device history record review: unit has passed all tests with acceptable results. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the CAPA plan status. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer fell off drain." This determination is based on the information received from the customer. Root cause/failure investigation: no signs of breakage or cracking were observed on the system stopcock's female luer. Complaint drain was compared to a new eds 3 system, no deformations were noticed on the thread of the stopcock luer. The complaint device did not include an external transducer; therefore, the investigation was conducted using the external transducer from another complaint# (B)(4). Failure mode, detachment of the external transducer from the eds 3 system could not be replicated. Stripping of the threads could not be replicated as well, the external transducer remained secure and tight on eds 3 system with no signs of loosening. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: could not be replicated.

Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - another transducer fell off the drain when checking icps.